Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. The customer's blood glucose level at the time of the incident was 420 mg/dl and 198 mg/dl at the time of call which was treated with the insulin pump. The customer experienced symptoms such as high ketones. The customer changed the set and the high blood glucose did not persist after the set change. The customer stated that the self-test and device verification test was passed. The customer stated that the insulin pump was operating as designed. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information related ton pro code provided was incorrect. The correct information has been provided in this report. (B)(4).